Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The reporter is unwilling to provide further information. (B)(4).

Manufacturer narrative:
Evaluation conclusion: no further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The system met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
.

Event description:
A doctor of ophthalmology reported an incomplete capsulorhexis during a cataract surgery with intraocular lens (iol) implant. There was a perfect applanation and no bubbles in the interface. The position of the incomplete capsulorhexis was between 3:30h and 5:30h. During the procedure, there was a capsulorhexis leak with vitreous leak. The surgeon changed the iol and adapted the dioptrie to implant in sulcus. The reporter is unwilling to provide further information.